Manufacturer narrative:
Device is a combination product patient identifier: (B)(6). Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing records for the reported batch have been reviewed and no issues or discrepancies were found. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same patient as MFR # 2134265-2012-00173 and same case as MFR # 2134265-2011-01077. It was further reported that lesion 1 treated using a short non bcs guidewire which was advanced into distal lad and a second short non bsc guidewire was advanced into the distal 2nd diagonal to protect this branch. The proximal lad was then predilated with a 2.5 x 30 mm apex balloon catheter at 10 atmospheres. Repeat angiography revealed some plaque shift into the 2nd diagonal. The 2nd diagonal was then predilated with a 2.5 x 12 mm apex balloon catheter at 6 atmospheres. The proximal lad was then stented with 2.75 x 38 mm taxus liberte stent with 0% residual stenosis. There was some additional plaque shift into the ostium of the 2nd diagonal. The non bsc guide wire was pulled out of the diagonal and a non bsc guidewire was then advanced into the 2nd diagonal through the stent struts. The ostium of 2nd diagonal was then treated with 2.5 x 12 mm apex balloon catheter at 6 atmospheres with excellent results.

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure the patient experienced slow flow/no flow. The target lesion was a bifurcated lesion located in the proximal left anterior descending artery with 80% stenosis and was 34 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation and implanting a 2.75 x 38 mm taxus liberte stent with 0% residual stenosis. During the index procedure, after stent placement, slow flow/no flow was noted with a timi 2 flow in the 2nd diagonal which was treated with balloon angioplasty. This restored flow to timi 3. The patient was discharged 2 days later on aspirin and prasugrel.